Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and that there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2015 with the following findings: there was moisture visible behind the display. The battery compartment was cracked. The leak test verified leak at the battery compartment crack. Unrelated to the original complaint, the keypad buttons did not respond to presses and there was no damage observed on the keypad. The keypad was removed and there was no damage found to the keypad button contacts. The pump was opened and moisture damage was found on the printed circuit board and keypad flex connector. Also unrelated to the original complaint, the threads on the battery cap were stripped.